Event description:
The thermogard xp ivtm system (s/n (B)(4) and start-up kit (suk) (lot # 170786) were used to provide ivtm therapy for hypothermia on a patient who was resuscitated from cardiac arrest. There were no adjunctive temperature management or relative procedures performed on the patient. The patient's body temperature at the start of ivtm therapy was 35.4 °c. The target temperature of the cooling phase was set at 33 °c on max rate. When the system had been running in the re-warming mode for 8 hours, and the patient's body was at 37 °c, the thermogard console generated an "air trap" alarm, and the customer noted that the saline bag was empty. The pump rotor stopped, and the console went to standby mode. The customer replaced the saline bag and re-started the treatment. Later, the thermogard console displayed a mid:09 (air trap assembly) error message. The tgxp system was in run mode for 36 hours when the mid:09 error message happened. The customer contacted zoll technical support for assistance. A catheter leak inspection was performed following the zoll's new IFU, and no issues were found. Upon further inspection, it was noted that the air trap holder was wet. Also, saline was observed in the console's drip pan, but no saline/fluid was observed on the floor. The customer dried the air trap holder. The reported issue caused a 20-minute delay in treatment. The customer tried to perform the treatment with a new suk, but the mid:09 error could not be cleared, so the therapy could not be continued with the same console. The customer discontinued the ivtm therapy and used medications to prevent the patient's body temperature from increasing. No consequences or impact to the patient. Later, the customer's biomedical engineer dried the air trap holder, and the mid:09 error message was cleared. The thermogard console was placed back on the floor for future clinical use.

Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was able to resolve the problem by drying the air trap holder. Therefore, service was not required to be performed by zoll.